Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, a technical support specialist (tss) stated that no station name or serial number received. The server was tagged, but no response was received for the customer. The tss sent multiple follow-ups, but no update was received from the customer as no further response was provided, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ es server had a user was unable to enter decimal quantity while removing medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a user was unable to enter decimal quantity while removing medication. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.